Event description:
It was reported that this left ventricular (lv) lead was explanted as the lead had dislodged. The patient is suspected to have twiddlers syndrome. A new lv lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned to boston scientific for analysis.